Manufacturer narrative:
The root cause of the sub optimal tissue processing reported was a use error, which occurred prior to commencement of the protocols from which sub optimal tissue processing was reported. Specifically per the info provided by the complainant, a user had filled a bulk formalin bottle with recycled xylene in error. It is considered by the MFR that some processing artifact would be expected if formalin contaminated with xylene were used in a processing protocol completed on the peloris tissue processor. The severity of artifact would depend on whether this formalin was being used to complete fixation, the size and type of tissue and how much xylene actually contaminated the formalin.

Event description:
Leica biosystems received a complaint regarding "washed out nuclei" noted in stained sections processed. The complaint advised that formalin had been replaced on (B)(6) 2014 and xylene had been noted in the regent bottle designated for formalin. On site assessment of the operation and function of the instrument was conducted by a leica field service engineer (fse) on (B)(4) 2014. Info provided to the fse by the complainant upon arrival in the laboratory indicated it was believed that an error in reagent preparation by a member of the laboratory staff, which resulted in contamination of formalin with xylene, had occurred prior to commencement of the affected processing runs. The complainant indicated that a bulk formalin bottle had accidentally been filled with recycled xylene and reagent from this bulk bottle may have been used to fill a peloris reagent bottle designated for formalin. On (B)(4) 2014, leica biosystems received info that all tissue samples exhibiting sub optimal tissue processing were diagnosable.